Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Pt reports having trouble turning stim back on, the battery has gone down, and before the battery was low they wanted to use group c but cannot adjust anything in c. Pt states couldn't turn on c at all. Pt mentioned a and b become a little intense at times; advised to lower the stimulation and how to lower the stim. Pt states they can adjust in a and b however somehow the c settings are gone. Pt mentioned being adjusted over time by a rep a while back. Pt mentioned living with high pain levels. Agent walked pt through the controller and how to turn on/off. Agent had patient reset equipment and after reset pt was able to turn back on stimulation. Pt mentioned using rubber band to latch the battery cover and during call pt states was able to get this latched. Agent directed to healthcare provider (hcp)  to have the device adjusted if a and b are not helping with the pain. Pt mentioned they have had bad shoulder pain and during call felt better once the implant was turned back on. Agent emailed quick guides on the spinal cord system device via email. Pt reported issues previous to the ins. Pt states because of damaged nerves over years they developed scoliosis. Pt states having 5 vertebrae's fused but still has pain at a 7 out of 10. Patient called back and reported difficulty charging their implant and they can charge their implant to about 30% before charging stops. Patient mentioned they would like to have a manufacturer representative (rep) come out and take a look at their controller because they noticed the programs were lost. Patient mentioned they had back pain for so long they had back pain and noted they think living with back pain causes some cognitive problems maybe like amnesia. Patient stated they always had back pain ever since their nerves were damaged in their lower back. Patient denied any error messages/codes when recharging implant. Agent instructed patient to check for damage; no visible damage to recharger and controller port. Agent walked patient through resetting controller; controller showed recharging 100% and implant 90%. Agent instructed patient to start a charge session; implant was recharging with excellent quality. Agent reviewed role of  a rep and provided national answering service (nas) number.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.